Event description:
It was reported to philips that the paddles are broken. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that device paddles are broken. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not identified. The customer had a spare set of paddles and they replaced the broken paddle to fix the issue. The device was operational after the repair was completed. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.